Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer for the navigation system was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The surgeon monitor was returned to medtronic for further inspection. Analysis of the returned monitor was confirmed the failure as the issue was replicated during testing. Replacement of the surgeon monitor resolved the issue. A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the navigation system's surgeon monitor would turn black and lose display shortly after being turned on. A power cycle resolved the issue for a moment but then the monitor lost display again. There was no patient present when this issue was identified.